Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a power loss alarm and had to change battery. Customer¿s blood glucose value was unknown. The customer also reported that the battery side was cracked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. The p-cap was able to lock in place. Device passed displacement test, sleep current measurement and active current measurement. Device alarmed pump error 75 during self test due to moisture damage. During visual, found electronic stack and motor moisture damage.